Event description:
Allegedly the patient was revised due to lysis socket; malalignment socket; other indications for revision (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01108. This event occurred in the (B)(6).